Event description:
On (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) alleging his onetouch verio iq meter read inaccurately high compared to another meter. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began in march (year not specified). The patient reported blood glucose results of ¿132 mg/dl¿ with the subject meter and ¿98 and 76 mg/dl¿ on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. It is not known how the patient manages his diabetes or if changes were made to his usual management routine. Prior to testing, the patient claimed he felt symptoms of dizzy and sweating. The patient denied receiving medical treatment. It would have been helpful to know what the patient¿s blood glucose read prior to his reported symptoms or if changes were made to his usual management routine. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The cca was not able to walk the patient through quality control testing. Replacement products were sent to patient. Based on the information provided, there is no indication that the product caused or contributed to a serious injury. The patient¿s symptoms started before the reported issue first occurred. There was no indication that the patient¿s symptoms deteriorated since the patient did not receive any form of medical intervention after the product issue occurred. However, this complaint is being reported because the subject meter did not meet lfs¿ accuracy criteria.

Manufacturer narrative:
Follow up #1 (B)(4): on (B)(6) 2013, the lay user/ patient contacted lifescan (lfs) and spoke to a medical surveillance specialist (mss) to provide additional information regarding this complaint. The patient tests his blood glucose 8x daily and his results are usually around ¿95-115 mg/dl.¿ the patient manages his diabetes with lantus insulin, novolog insulin and metformin pills. The patient reported he obtained a blood glucose result of ¿132 mg/dl¿ with the subject meter and ¿65 mg/dl¿ with another device, performed one after the other. The results fall outside of the expected values for meter to meter testing. The patient confirmed he felt low blood glucose symptoms of dizzy and sweating which prompted him to test at that time. Prior to developing symptoms, the patient confirmed his blood glucose read within his expected range. The patient denied making changes to his usual management routine. The patient alleged his blood glucose sometimes drops but does not know what causes it. The patient took 2 glucose tablets as treatment and felt better about 10 minutes later. This complaint is still being reported as a malfunction because the subject meter did not meet lfs¿ accuracy criteria. The patient¿s symptoms started before the reported issue first occurred and there is no evidence the patient administered inappropriate self treatment due to the alleged issue.